Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, but the issue persisted, prompting the decision to replace the pump. The customer was advised to use a multiple daily injection (mdi) as backup therapy and received instructions on returning the faulty pump. A replacement pump with updated software was sent, and the customer understood the steps needed upon receiving it.